Event description:
It was reported that there was a disconnection in the transfer set line from the tubing to the bag. There was a patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Manufacturer narrative:
(B)(4).